Manufacturer narrative:
A1 and h6: additional information was provided that there was no patient present at the time of the event. The issue occurred during testing.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, three delivery tests were performed and it was found that the average delivery error was within published specifications of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy by +16.7%. There were no adverse events reported.